Manufacturer narrative:
Concomitant medical products: product ID 64002, lot# n386022, implanted: (B)(6) 2013, product type: adapter. Product ID 37642, serial# (B)(4), product type: programmer, patient. Product ID 7482a40, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID 3387s-40, lot# v553427, implanted: (B)(6) 2010, product type: lead. Product ID 7482a40, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID 3387s-40, lot# v550216, implanted: (B)(6) 2010, product type: lead.

Event description:
It was reported that the implantable neurostimulator (ins) was flipped. The patient had had this first ins for 3 years, it had never adhered to anything or scar pocket. When the patient laid down the ins would flip or stand on end. The patient¿s healthcare professional told her to wear a sports bra or ace bandage to keep to from flipping but this had not stopped it. The patient had only had the ins for a year and it was 50% depleted. It was noted that even though it flipped, it still worked. No intervention or outcome was provided. Further follow-up is being conducted to obtain this information. If additional information is received a supplemental report will be submitted.